Event description:
It was reported that after 11 months post implant date, the device presented with a low battery voltage of 2.22v. The device was explanted.

Event description:
On (B)(6) 2010, the patient reported that yesterday she noticed the screen of her insulin infusion device is not readable. She said the only thing she can see is u/h on the bottom right side of the display. She stated there is a black line that covers the top portion of the left side of the display. She said her device battery has been in use since last week. She was advised to insert a new battery, but she stated she does not have another one. She removed and then reinserted the battery. She said she can hear her device beep, but can only see something on the right side of the screen that said "g." She said her device has not been dropped and the display is not cracked. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The field event of premature battery depletion was verified. No telemetry was found upon receipt. The device was tested on the bench and using automated electrical test system and no anomalies were detected. Temperature and humidity testing was performed,no anomalies were found. The original battery was returned to the vendor for destructive analysis. No anomalies were detected that would cause the battery to deplete. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.